Event description:
During a coronary drug eluting stenting procedure, stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The physician was implanting a taxus express2 2.50x16 mm drug eluting stent but a stent strut was lifted at the distal end. This device was removed. A 2.5x 16 mm sprinter balloon was used to pre dilate the vessel and then a different taxus express2 2.50x 16 mm stent crossed the lesion and was implanted. No patient complications were reported.